Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 7015606/5043455, model/catalog description: infinion cx lead kit, 50cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pocket site pain. The patient underwent an explant procedure. The patient was doing well postoperatively.